Manufacturer narrative:
The customer's meter was received for investigation. Meter failed to power on.the meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter. The customer was unable to see all segments of the 3 "888"s making up the results field on the display screen. Upon turning on the meter with the power button, some parts of the display remain on the screen and do not go away. No incorrect results were obtained due to this issue. The last time the customer tested, all the segments in the results field were visible.